Event description:
Physician used a cutting balloon catheter to treat an in-stent restenosed lesion. The cutting balloon was positioned in a diagonal lesion off a "lad", then inflated. The balloon punctured. The physician attempted to remove the cutting balloon unit, but the cutting balloon became stuck in the stent scaffolding. The cutting balloon was cut apart so that only a small piece of the cutting balloon remained in the stent. The patient was taken to operating room for by-pass surgery. The by-pass was completed with no further incident. The patient remains in stable condition.